Event description:
The accounts biomed stated when either the hi/low switch is pressed at the control panel the switch will not release causing the bed to run all the way up or down.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.